Event description:
Synovitis, left knee effusion information was received on 15-jun-2006 from a health care professional in regards to a middle age male patient initial unknown, with a medical history of osteoarthritits and previous injections with synvisc in 2002, 2003 and 2004, who experienced synovitis and left knee effusion. The patient began treatment with synvisc in 2005. The patient receved one injection of synvisc into the left knee. The patient experienced an "acute knee synovitis." On an unknown date 60cc of fluid was aspirated from the left knee. On an unknown date the patient received an intra-articular steroid injection of kenalog. The patient recovered. The physician assessed the events as related to synvisc.